Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an endobronchial ultrasound (ebus) procedure, the endobronchial ultrasound (ebus) needle sheath broke off and fell inside the patient. The sheath was retrieved from the patient. No patient injury was reported. No further information was provided. Olympus followed up with the user facility viatelephone and in writing to obtain additional information regarding the reported event but with no results.